Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. Additionally, quality control testing had failed on the same meter. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at an unspecified time. She tested her blood on the subject meter and observed a value of ¿203 mg/dl¿ which she felt to be higher than her usual readings/feelings. It is not known what range the patient considers to be normal. The patient manages her diabetes with insulin through pump therapy and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 4 days after the alleged issue began, she developed symptoms of ¿shaking and light headedness.¿ despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. Quality control testing was performed but failed high outside the range printed on the vial of test strips ¿175mg/dl,¿ range: 115.0-153.0 mg/dl. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after obtaining high reading(s) on the subject device.

Manufacturer narrative:
Follow-up # 1 ¿ (11/12/2014). The patient¿s meter and test strips have been returned on 10/1/2014 and 10/28/2014, respectively, and evaluated by lifescan product analysis on 11/4/2014 and 10/28/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.